Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in september 2005 and is more than 15 years old, well beyond the expected service life of 5 years. No documented report was found showing that regular preventive maintenance (pm) was performed for the autopulse platform for the last 5 years. During visual inspection, the platform was examined and found a cracked front and bottom enclosures in the screw well area, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The front and bottom enclosures were replaced to address the physical damage. Also, unrelated to the reported complaint, during a further inspection, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover was replaced to address the damage. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The archive data revealed latch error 136 - internal parameter corrupted, thus confirming the customer complaint. The parameters in backup memory (non-volatile ram) have been corrupted (checked during power-on self-test) due to a defective processor board. The defective processor board was replaced to remedy the system error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.